Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that during the implant procedure, the physician nicked the spinal cord and patient lost a lot of spinal fluid. The patient was administered with multiple units of plasma. The patients device was removed and it was noted that the physician nicked the spinal cord again during the procedure.